Event description:
The pt experienced severe pains in groin and legs, a rash on stomach, sunburned face, and a temperature of 105 degrees. The pt was admitted to the hospital. The pt reportedly was diagnosed with toxic shock syndrome. The pt alleges that they were using kotex security tampons.